Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 344 mg/dl. The customer was admitted to the hospital. Customer is having high blood glucose and vomiting. Customer declined troubleshooting since she has no battery and reservoir ready for pump. Customer stated that she lost confidence in the pump, would just feel better if we replaced it. The customer was advised that we will replace the pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The no delivery alarms were properly recorded in the alarm history screen. The insulin pump was also programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted. The insulin pump had a cracked reservoir tube lip.